Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred indicating that the cartridges had been overfilled. Reportedly, the cartridges were filled with 200 units of insulin. There was no reported adverse impact to the customer's blood glucose level. During a follow-up call, the customer indicated that the issue had been resolved.